Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found a missing tamper seal. A review of the pump event history log found evidence of high alarm displayed, cassette not attached properly. Functional testing was performed using no disposable attached (nda) testing and the reported problem was duplicated. The cassette not attached properly error and alarm when latch was closed occurred. This complaint was confirmed. The root cause of the defective sensor was unable to be determined. Actions were taken to mitigate the reported issue: the downstream occlusion sensor (dso) was replaced., corrected data: d3

Event description:
Additional information received indicated that no patient was involved during this event.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump bad ail sensor. No patient injury reported.